Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure using a prostyle device relative to a mitraclip procedure. Reportedly, the suture did not appear, a cuff miss occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.